Event description:
At approximately two months post-operatively, a surgical procedure was performed to replace a loose locking screw that had disassociated from an offset connector in a multi-level pedicle screw construct. One locking screw and one connector were removed and replaced.

Manufacturer narrative:
The removed locking screw and concomitant offset connector were returned and evaluated. Visual inspection noted deformation consistent with the reported use and the removal technique. Functional evaluation found no functional issues with either returned unit. Review of production records identified no issues related to production or inspection that may be associated to the reported event. Based on the evaluation findings and the information available, the exact root cause of this event could not be established.